Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided complete pump reset information and guided the caller through the reset process. After the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session. No additional information was received regarding the outcome of the event.